Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6)2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 1118 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017 the existing catheter was found to be out of the intrathecal space and coiled up in the pump pocket. The catheter was explanted and a new catheter was implanted. The patient had withdrawal symptoms after pump replacement. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. A MRI was performed as troubleshooting/diagnostics. The catheter was replaced and the issue was resolved. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The explanted product was not to be returned as the costumer discarded.